Event description:
A surgeon reported that an intraocular lens (iol) was exchanged due to an unexpected postoperative outcome following implant surgery. Add'l info has been requested.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. There were no other complaints reported in the lot. The product investigation could not identify a root cause. Add'l info has been requested by phone, fax and mail on 09/11/2012 and 09/18/2012. A completed questionnaire has not been received. (B)(4).